Event description:
It was reported that there was a communication problem. It was noted that an implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was one to two months prior to report. The patient told the manufacturing representative ¿about a month ago.¿ the manufacturing representative did antenna locate and got a reading of 70. The manufacturing representative stated that they were on their third physician mode recharge (pmr) and the ins had not come back yet. The caller was directed to continue with pmr until the battery stated responding as they had already completed three of them and did not want to lose the voltage already in the battery. It was noted that they looked at the recharger stats and all data points were at date 2000 (B)(6) with no data except one battery reading of 1.980v. The manufacturing representative did not have another recharger to try. Additional information received reported that the manufacturing representative instructed the patient to perform antenna locate. The patient was able to reach 75-80 and a power on reset (por) was displayed on the recharger. The por was cleared but the patient could not get the coupling boxes to display. Then the patient stated, ¿I don¿t know what I did, but the battery was flashing and all eight boxes¿ were filled in which then lead to the normal recharging screen. Additional information reported that "over a month ago" the patient had fallen asleep with the ins on and it went completely dead. It was noted that they did not do a trickle charge when the patient went to his health care professional "last thursday." It was noted that the patient charged his battery "all day thursday" until it was fully charged. It was noted that the patient checked his battery "2 days ago" and noticed, it was depleting so he charged it fully "2 days ago" and the ins was reported to be dead again on the day of report. It was reported that the patient had not turned stimulation on. It was noted that the patient had an appointment scheduled to see his doctor "tomorrow." Additional information reported a confirmed overdischarge. It was unknown which number of overdischarge this was. It was noted that a pmr was performed which successfully reset the device. The device was also reportedly reprogrammed and impedance tests were taken. It was noted that contacts 9, 12, and 14 had impedances of >10000 ohms. It was noted that the patient was reprogrammed around these electrodes and reported good coverage. It was noted that there were no patient symptoms or complications associated with the event. The patient was described as alive with no injury at the time of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3550-39, lot# n268853, implanted: 2010 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).